Manufacturer narrative:
Additional manufacturer narrative: updated event, other relevant history, model # and device manufacture date. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
It was reported that this patient with a 21mm 2700 pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 15 years, eight (8) months due to severe aortic stenosis. The tavr was performed with a 23mm 9600tfx transcatheter valve without difficulty. Post valve deployment, tte confirmed no perivalvular insufficiency. Arch angiography showed trivial insufficiency. Post procedure, the patient was transferred to the recovery room in stable condition. The patient was discharged home on pod #2 in good condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 21mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 15 years, eight (8) months due to severe aortic stenosis. The tavr was performed with a 23mm edwards transcatheter valve without difficulty. No other details were provided.